Manufacturer narrative:
On (B)(6) 2010, the complaint sample was received. An unopened 12fr. Mahurkar triple lumen curved extension tray, 16cm, product code (B)(4), (B)(6) lot number 913691 was returned at the manufacturing site for review. A slice of the catheter was examined microscopically and found to be within specifications. This complaint has not been confirmed. The catheter profile was found to be within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they inserted a 16cm catheter into right ij vein, and loaded with 1.5ml heparin per IFU. Postoperatively, the patient's ptt rose to greater than 240 and the patient developed a hematoma. Testing of priming volume on unused catheters from same lot showed actual fill volume of 1.0-1.1, compared with recommended 1.5 in IFU. Of note, fill volume for 16cm catheter listed as same as for 19.5cm catheter, both 11.5 fr.